Event description:
It was reported that the customer was loading a competitor's lens, and the foam tip plunger overrode and tore the lens. No pt contact.

Manufacturer narrative:
Results - a lot order search was performed on the cartridge and there were similar complaints found.